Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked. The emergency department staff reported that after spiking ns with IV tubing, the tubing began leaking from what appeared to be micro holes. While priming blood tubing with normal saline, the solution began squirting out of several areas. There was no patient involvement.